Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 3708260, serial/lot #: (B)(4), ubd: 02-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the extension wire was difficult to remove from the ins that was being replaced. It was very difficult to place the extension into the new ins. Impedances were within normal limits pre-operatively. After the extension was removed from the old ins and placed into the new ins, impedances on 0-3 were within normal limits, but 4-7 were out of range and not to use per programmer alerts. The settings were programmed post-op using contacts 0-3 with 2 programs and the patient reported satisfactory relief. The issue was reported to be resolved. No symptoms or further complications were reported.